Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient was diagnosed with stress urinary incontinence and pelvic relaxation. All other information, including the patient's current condition, is unknown and reportedly unavailable.